Event description:
In 2009, pt reports he became disconnected from his infusion device the day before. Pt also reports receiving an e4 occlusion error. Pt states since he became disconnected, his blood sugar has been high and has not come down yet. Pt reports that same day, he was working under a desk and thinks his infusion device got caught on something. He states he heard a "snap" sound but did not know what it was. Pt did not check his infusion device or his infusion set at that time. Pt reports an hour later, he began to feel high blood sugar symptoms of a headache, sweating and disorientation. Pt reports that 4 1/2 hours later, he realized that his infusion tubing had become disconnected from the site, and he thinks insulin was not being delivered from 4 pm-9:30 pm. He states, he reconnected the infusion tubing back to the infusion site at that time. Pt tested his blood sugar and received a reading of hi. He continued to experience high blood sugar symptoms. Pt reports at 11 pm, he received an e4 occlusion error. He states after receiving the error, he changed his infusion site and infusion tubing. Pt reports his infusion device has been running properly and he has not had any additional occlusions. He attributes the high blood sugars to becoming disconnected from his infusion site and the occlusion in the system. Had pt disconnect from the infusion site and performed a bolus of 2 units. Pt states he was able to feel and see insulin dripping from the infusion tubing. Pt re-connected to the infusion site and infusion device was in run mode. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.